Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-nov-2019. This spontaneous case was reported by a physician and describes the occurrence of migraine ('migraine / vexatious migraine') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The patient's concurrent conditions included multiple sclerosis. Concomitant products included cholecalciferol (divisun) and rituximab since 2018. In 2015, the patient had essure inserted. In 2015, the patient experienced migraine (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. In 2019, the migraine had resolved. The reporter provided no causality assessment for migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): vitamin d - in 2019: 70. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.